Manufacturer narrative:
There was no product malfunction alleged therefore no device was returned to nuvasive for evaluation. Additionally, operative notes and/or radiograph images were not provided for review of usage or technique. A definitive root cause was unable to be determined with the information provided; however, additional information provided indicated screw trajectory preparation technique may have been a contributing factor. Labeling review: "¿potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: damage to blood vessels, spinal cord or peripheral nerves...loss of sensory and/or motor function..." "...potential risks identified with the use of this system, which may require additional surgery, include: neurological, vascular or visceral injury...nerve damage due to surgical trauma...paralysis..." "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..."

Event description:
On (B)(6) 2024 a patient underwent a posterior fixation procedure from l5-s. During the procedure the patient was fixated with using the nuvasive reline system as well as a non-nuvasive vertebral spacer. During the procedure it was reported the right s1 screw was malpositioned inwards resulting in the patient having lower extremity symptoms. Information on the extent of these symptoms was not provided. On (B)(6) 2024 a revision surgery was conducted and completed without any further adverse impact to the patient.